Event description:
It was reported that the patient had been sent to the hospital via ambulance with hypoglycemia. The patient's blood glucose levels dropped to 20 mg/dl while wearing the pod between 4 and 24 hours. The patient ended up losing consciousness. The patient stated they injected her with glucose and they asked her to remove the pod and when her blood sugar was around 200 mg/dl, she then activated a new pod to balance her blood glucose levels. The patient was released after 45 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.